Event description:
It was reported that during post-surgery, it was discovered that the motor device had an e6 error code and stopped working. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had e6 error code, failed thermistor and stopped working. Therefore, the reported condition was confirmed. It was determined that these failures were caused by a worn thermistor. The assignable root cause was determined to be due to a damaged component caused by immersion during cleaning, which was failure to follow the directions for use. This was further defined as misuse, abuse and/ or user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Correction: incorrect date returned to manufacturer.the date returned to manufacturer was incorrectly documented. The device returned date has been updated from jan 12, 2014 to jan 12, 2015. . If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.